Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)) and contour® next test strips (lot # 5bheg08a) for evaluation. No control solution was returned. Therefore, an in-house testing was performed with the returned meter, returned test strips and in-house contour® next control solution (lot # 5bv2g40) in five replicates. All tests recovered within the expected control range of 110 mg/dl to 138 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer called ascensia customer service to seek assistance with the contour® next gen meter. During troubleshooting, a control test was run and a reading of 196 mg/dl was obtained. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter¿s memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.